Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Testing on retained strips was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported identical reading when testing on the adc meter. On (B)(6) 2021, the customer consistently obtained blood glucose result of 201 mg/dl and could not remember if she experienced glycemic instability symptoms, however, she subsequently had a loss of consciences. The customer was brought to the hospital by emergency services and received unknown third-party medical treatment for a diagnosis of dka. No further information could be obtained. There was no report of death or permanent injury associated with this event.